Event description:
Received a report from a consumer that she developed itchy bumps on her inner thighs and felt faint after using playtex gentle glide tampons during her menstrual cycle in 2006. Consumer reported she fainted on one occasion at the end of her cycle, and sought treatment at her local hospital wherein she was released after two days of "tests" and observation. Consumer advised a doctor that was not her physician, nor was he treating her, advised her that she experienced toxic shock syndrome (tss).

Manufacturer narrative:
We have requested and await more information from the consumer regarding her experience, the return of product for evaluation, and date code information for investigation.